Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2022 by the american journal of sports medicine. ¿suture hook versus all-inside repair for longitudinal tears of the posterior horn of the medial meniscus concomitant to anterior cruciate ligament reconstruction: a matched-pair analysis from the santi study group. ¿ the study reviewed 474 patients and identified acl/pcl instability requiring a revision with bioabsorbable interference screws in 111 patients during the 10-year follow-up period. Ref: gousopoulos l, hopper gp, saithna a, et al. Suture hook versus all-inside repair for longitudinal tears of the posterior horn of the medial meniscus concomitant to anterior cruciate ligament reconstruction: a matched-pair analysis from the santi study group. Am j sports med. Jul 2022;50(9):2357-2366. Doi:10.1177/03635465221100973.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.